Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angiplasty the stent was deployed at unitended position. The target lesion treated was a chronic total occlusion in the left common iliac artery. There was no calcification, mild vessel tortuosity and 100% stenosis. The stent delivery system (sds) was inspected and no abnormalities were noted. Sds also behaved normally as it passed through towards the lesion without any resistance.